Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-71002. Related manufacturer reference number: 2017865-2024-71004. It was reported that the patient presented to the hospital with redness and swelling due to infection and erosion at the device site. The drainage was observed and confirmed via ultrasound. The lead was protruded out of the pocket. The pacemaker, right atrial lead and right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.